Manufacturer narrative:
(B)(4) physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the system controller (sc) and user interface (ui) pcb assemblies as well as the ui to stack flex cable assembly.  Physio then completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would intermittently reset by itself. S a result, defibrillation could be delayed or prevented if it were necessary.